Event description:
(B)(4).

Manufacturer narrative:
There were no details of injury or incident provided in the summons. We presume the jaws of the lithotrite became misaligned and allegedly caused injury to pt. Karl storz has no record of an incident or complaint on file for this event and does not have record of the purchase of a 27076 mechanical lithotrite (product number mentioned in summons) by the facility, (B)(6) hospital.